Event description:
It was reported that a patient had a primary knee replacement approx 7 years ago. Knee was revised as the post on the ps hi flex insert was broken, and a revision surgery was performed to put a new liner.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The as received component showed a fractured post. Slight damage is shown on near the insertion/extraction slot. Along the articular interface of the post, wear is shown up until the point of post fracture. The fractured post tip also showed gouged material along the articular interface up until the point of fractur. Beach markings are shown on the fracture surface of the post tip. No material or manufacturing defects were observed in the course of this investigation. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.